Event description:
It was reported that there were increasing and high lead impedance values in the right atrial lead. Increasing impedance, high impedance values and increasing thresholds were also reported in the right ventricular pacing lead. The leads continue to be monitored and remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.